Manufacturer narrative:
No product will be returned per customer. The photo provided by the customer shows separation from the nitro tubing to the inlet port of the smartsite. The root cause of this failure was not identified. The patient age and dob requested but not provided.

Event description:
It was reported that the paclitaxel IV infusion bag was prepared in the pharmacy and sent to the infusion floor. The infusion was initiated and the tubing set separated at the y-site and the chemotherapy agent leaked onto the patient's bed. The patient had to return the next day to be retreated. There was no lasting harm caused to the patient.